Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient passed away. The cause of death was listed as multiple organ failure, hemorrhagic shock, cardiomyopathy, and arrhythmia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four hours post implant operation of the cardiac resynchronization therapy defibrillator (crt-d) system, that the patient went into shock and coma and the cause was currently unknown. The patient experienced hypotension and low blood oxygen. An emergency extracorporeal membrane oxygenation (ECMO) support was performed and the patient's vital signs were not stable and the patient was not out of danger. The device system remains in use. No further patient complications have been reported as a result of this event.